Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant info become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. There was no reported impact to the customer's blood glucose due to the occlusion. As the customer was not currently using the pump when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion was unable to be performed.